Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. There was an issue coming up overnight with a new patient initiation on to cardiohelp-I. The patient seems to be safely supported on vv ECMO, with the oxygenator functioning well. The clinical team went out on an ECMO transport last night and performed a remote vv cannulation in medford. Prior to priming, the customer had to re-zero the pint multiple times before it would read an actual 0, prior to dropping prime. After initiation, the pint readings were unexpectedly high, which resulted in our delta p reading > 200 from the start. After much troubleshooting and investigation, the conclusion was that the reading was likely erroneous, and the team made the decision to transport back to ohsu hospital without further intervention (no backup machine or circuit present at the other hospital). Since arriving back to ohsu hospital, customer changed out the black integrated pressure cable and manually transduced pressures from the pigtails using an external pressure monitor. Our measurements gave us a pint of 260 (vs the reading of >500) with a delta p in the 30¿s (vs the reading of > 200). Interestingly, the part and post-ox pigtail pressure readings were just about spot on, and our pven readings seem congruous with expected pressures for the flows we have. The only reading be erroneous is the pint. The affected hls set was not exchanged during use. An external device was used for measuring/monitoring the pressures. No harm to any person has been reported. As a pressure failure can lead to a pump stop, if the intervention is set wrong by the user or no values were displayed, a report is required due to the potential risk for the patient. This complaint is related with cardiohelp complaint ot (B)(4) which was reported under mfg report number 8010762-2025-0000115. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. There was an issue coming up overnight with a new patient initiation on to cardiohelp-I. The patient seems to be safely supported on vv ECMO, with the oxygenator functioning well. The clinical team went out on an ECMO transport and performed a remote vv cannulation in medford. Prior to priming, the customer had to re-zero the pint multiple times before it would read an actual 0, prior to dropping prime. After initiation, the pint readings were unexpectedly high, which resulted in our delta p reading > 200 from the start. After much troubleshooting and investigation, the conclusion was that the reading was erroneous, and the team made the decision to transport back to (B)(6) hospital without further intervention (no backup machine or circuit present at the other hospital). Since arriving back to (B)(6) hospital, the customer changed out the black integrated pressure cable and manually transduced pressures from the pigtails using an external pressure monitor. The measurements gave a pint of 260 (vs the reading of >500) with a delta p in the 30¿s (vs the reading of > 200). The part and post-ox pigtail pressure readings were just about spot on, and the pven readings seem congruous with expected pressures for the flows. The only reading be erroneous is the pint. The affected hls set was not exchanged during use. An external device was used for measuring/monitoring the pressures. No harm to any person has been reported. As a pressure failure can lead to a pump stop, if the intervention is set by the user or no values were displayed, which can lead to a pump stop, a report is required. The affected product was investigated by the getinge laboratory on 2025-06-24 with following conclusion: the failure could not be confirmed. There were no pressure reading issues while testing the product. No visible damages or leakages were observed. The affected cardiohelp device in this event was investigated in complaint# (B)(4). The event could not be replicated and no part was replaced on the cardiohelp device. According to the instruction for use (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, chapter 7.1 preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp system has a flow/bubble sensor and a venous probe and is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm the production records of the affected product were reviewed on 2025-06-25. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4)